Event description:
On (B)(6) 2022, genmark was advised of unexpected positive results for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2022. The unexpected positive results were generated during the customers validation testing of the eplex rp2 panel. The sample tested on february 15, also resulted in an unexpected detection of parainfluenza virus 4. Data was analyzed per internal procedures and confirmed robust internal control signals suggesting the consumable performed as expected.

Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2-eua lot 91180504 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. Run malfunction was observed and the eplex instrument (serial #(B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #(B)(4).